Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the right carotid petrous/cavernous under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 60%. The patient "...was pre-medicated with aspirin and clopidogrel." Pre-dilation was performed using a balloon catheter, following implantation of the subject device (stent). Residual stenosis post stent placement was 30%. "No complication reported during procedure." Prior to discharge in 2006, the patient had a tia (transient ischemic attack), left amaurosis fugax (vision loss for 5 mins), and a new onset of atrial fibrillation. The patient was treated with medication and stenting of the left internal carotid artery on three days later, in response to the tia and left amaurosis fugax. The atrial fibrillation was treated with medication. The events resolved without residual effects. The patient was discharged on post operation day 11.

Manufacturer narrative:
Left amaurosis fugax (lost vision for 5 mins). The subject device (stent) was placed without a device issue, as no complications were noted during the procedure; however, the patient had a tia (transient ischemic attack), left amaurosis fugax (temporary),and atrial fibrillation following the procedure. The subject device was used off-label because it was used without the indicated balloon catheter. Requests for follow up info have been unanswered to date. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there is no device failure. Because the device remains implanted, no evaluation will be performed.